Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also had a no delivery alarm due to infusion set cannula being bent. Customer also reported to have experienced a high blood glucose of 502 mg/dl and treated with insulin pump. No high blood glucose trouble shooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. The insulin pump was received with stained end cap sticker, cracked belt clip slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.